Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device issued a speaker malfunction. No death or patient /user injury or harm was reported. It is unknown if the device was used for monitoring at the time of the alleged malfunction.